Event description:
During a follow up phone call on a report for patient death, the nurse reported that the patient had peritonitis and gave the following information: the home patient passed away on (B)(6), 2010. The nurse of the hp stated the cause of death was cardio/pulmonary insufficiency. The patient was admitted to the hospital for peritonitis prior to his death. The hp was switched from apd to hemodialysis after the peritonitis episode and remained in the hospital until he passed away on (B)(6), 2010. A death certificate was not available and it was not known if an autopsy was performed.

Manufacturer narrative:
(B)(4).as the patients discard supplies after each therapy, the sample was not requested. If additional information becomes available, a follow up report will be submitted. This event involves two baxter products. This medwatch is being submitted for the second of those two products.

Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause of this incident was not determined.